Event description:
It was reported that there was high lead impedance and a suspected fracture in the right ventricular pacing lead. Device programming was recommended and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted; 5076 implantable pacing lead - (B)(6) 2008. (B)(4).